Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has not been received, and this complaint is still under investigation.